Event description:
The report received from the affiliate indicated that during a pta procedure, the stent delivery system (sds) could not track through the heavily calcified vessel to the target lesion. After the sds was removed, the stent was observed slightly (deployed) released from the distal end. A new sds was used to successfully complete the procedure and there was no pt injury. Pta was performed on a totally occluded lesion in the right superficial femoral artery with moderate tortuosity. Access was made ipsilaterally and the lesion was pre-dilated. The product was stored and handled according to the IFU. It was inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use.

Manufacturer narrative:
After pre-dilating the target lesion, it was reported that the stent delivery system (sds) could not track through the heavily calcified vessel to the target lesion. The target lesion was the right superficial femoral artery and the approach was ipsilateral. Upon removal of the sds, it was noted that the distal end of the stent was "slightly released." A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. With the limited amount of info available and without the return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.